Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the circumflex (cx) artery. The 2.0x20mm mini trek balloon dilatation catheter (bdc) was unpacked without issue, and no resistance was met during removal of the stylet and protective sheath. The mini trek bdc was soaked and prepped with 50/50 contrast mix without issue. After successful advancement to the lesion, the bdc failed to inflate and was removed without reported issue. Outside the anatomy, the device was able to be slowly inflated. A new 2.0x20mm mini trek bdc was used to successfully complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for inflation issues. Based on the information reviewed, there is no indication of a product deficiency.